Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. As a result, the customer was unable to obtain glucose alarms and became sweaty and drowsy. The customer received treatment of water with sugar provided by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with button, strip, or usb cable insertion. The returned reader was connected to a computer and the reader was not recognized. Visually inspected the usb/charging cable and no issues were observed. Date and time was set using returned cable and known good reader, de-cased the reader and no issues were observed upon visual inspection. The reader was de-cased and the battery was measured to be outside of the specification range 2.8v (acceptable range is 3.7v to 4.2v). The reader was placed into the printed circuit board assembly (pcba) test fixture and pressure was applied to the central processing unit (cpu). The reader turned on and battery was observed to be charging. An extended investigation is also conducted. Performed visual inspection on the pcba and no issue was observed. Replaced the returned battery with a new unused battery, however, the reader did not turn on. Placed the returned reader into the reader pcba test fixture, connected to charging cable and applied pressure to the cpu. The reader turned on and battery was observed to be charging. Therefore, this issue is confirmed to poor soldering of the cpu. All pertinent information available to abbott diabetes care has been submitted. Section d4 (UDI) has been updated.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. As a result, the customer was unable to obtain glucose alarms and became sweaty and drowsy. The customer received treatment of water with sugar provided by spouse. There was no report of death or permanent injury associated with this event.